Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for device replacement this right ventricular (rv) lead could not be inserted into the header of the new implantable cardioverter defibrillator (ICD). It was noted that the diameter of the lead around the insulation appeared larger than the lead barrel, suspected to be the result of insulation bunching upon disconnecting the lead from the chronic device. After several attempts to connect the lead using different methods, pace impedance measurements greater than 3,000 ohms were observed as measured via psa. As a result, the physician elected to implant a new competitor lead which was connected to the device without issue. No adverse patient effects were reported.